Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to non physiologic noise and t-wave oversensing (twos) on the right ventricular (rv) lead. There was a high threshold on the rv lead and a fracture was suspected. The lead detections were turned off and the lead was explanted. Also, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned but analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.